Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had missed merlin.net transmissions. Several attempts for merlin transmission were unsuccessful. During in-clinic visit, it was noted that the rf telemetry was not working. Device download was performed successfully and rf telemetry function was restored.